Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle there were defective labels were found on the product. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 368608. Lot/batch #: 3109566. Bd received 1 sample and 1 photo for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for torn unit label was observed with the returned sample. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of torn unit label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode torn unit label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle there were defective labels were found on the product. No patient impact reported.